Event description:
Information received from the intreped clinical database. Treatment of a right unruptured blister ica (internal carotid artery) aneurysm measuring 3mm x 3.2mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and an asymptomatic thrombosis of the parent artery was identified during a follow-up angiogram. No other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).